Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready screen 3 (crrs 3) on the galileo echo. The sample contained an anti-k. A new sample collected on the patient and tested on the echo resulted positive. Repeat testing of the original sample on the echo also resulted positive. No adverse events occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Review of images shows a negative reaction for cell 3 (heterozygous kk) and a 4+ reaction for the positive control. The screen was interpreted as negative. Crric lot 221450, exp: 01-21-2010 was used for testing. Test occurred on (B)(6) 2010. Review of the results of repeat testing shows a 3+ reaction for cell 1 (heterozygous kk) and a 4+ reaction for the positive control. The screen was interpreted as positive. Crric lot 221454, exp: 02-04-2010 was used for testing; testing occurred on (B)(6) 2010. Customer complaint investigation initiated after product expiration. Previous investigation was performed while product was in date. Retention testing of crirc lot 221450 in conjunction with capture r ready screen (crrs) was performed with in house donor samples on the echo. Retention products performed as expected.